Event description:
It was reported that a user experienced elevated blood glucose readings after a factory reset of the ilet and was frequently pausing insulin delivery to avoid perceived lows, with discordant readings between the ilet and a fingerstick and no device alarms. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of available therapy data and user-reported history, along with technical support troubleshooting and education. Investigation of this case revealed that extended user-initiated insulin pauses likely resulted in under-delivery of insulin and subsequent hyperglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.